Event description:
Customer reported that she had blood glucose of 112 mg/dl. Customer stated that her insulin pump was not working correctly, it was alarming motor error and has crack on the screen and battery side. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.